Event description:
It was reported that the customer had a high blood glucose due to infection. The customer's blood glucose level was 600 mg/dl. The troubleshooting was decline by the customer. The customer reported that he had broken charcoal holster. The customer was offered to sent a replacement hoster as courtesy. No further information was added.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.